Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. An e433 error is triggered by the device¿s safety system and occurs during device startup if the effective value of the output signal, which is set for testing, falls below the intended limit of 130v. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts may be the result. The device is then no longer operational. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective high voltage power supply (hvps) board, however, the exact cause of the defect could not be specified. It likely the hvps board failure occurred due to one of the following; the supply voltage from the hvps board is missing or too low (permanent error), and/or a short circuit of the metal¿oxide¿semiconductor (mos) transistors (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The field service engineer reported that the asset high frequency electrosurgical generator machine was found to have a reportable malfunction, e433 error. No procedure was involved and no impact to the patient or other has been reported.

Manufacturer narrative:
The device was returned to the repair center and the evaluation confirmed the customer¿s reported issue. The error e433 was due to a defective high voltage power supply board. The inspection also noted the universal socket is broken. The device has not been repaired in the past year. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w/ catalog # wb91051w; brand name: high frequency unit, esg-400; common device name: 510(k): k203682; product code: gei.